Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to a chronic driveline infection. On (B)(6) 2016, the patient underwent surgical debridement in the driveline site exit area. As of (B)(6) 2016, the patient was still inpatient and on unspecified antibiotic therapy. No further information was provided.